Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No product sample was returned for evaluation; therefore, visual and functional testing could be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
A lead scrub technician reported that the vitrector would not cut during a vitrectomy procedure. Aspiration was present. The issue was resolved by replacing the product. There was no patient harm. Additional information was requested. The product sample was discarded by the facility.